Manufacturer narrative:
The ondal quality manager was informed that the system was installed by a third-party service provider. Ondal confirmed the event with our distributor, skytron. The cause of the event can be attributed to the 3rd party improper installation of the securing segment and securing segment locking screw. A 3-year complaint review indicated this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their dovera light system detached from its mount. (Dual lights fell off mount onto floor.) The event did not occur during a patient procedure, however, a hospital employee suffered a sprained knee during the incident. The device was removed from service and shipped back to the manufacturer for investigation. A replacement device was installed.